Event description:
A customer reported that there were problems with the aspiration during a cataract extraction procedure. The procedure was able to be completed with no impact to the pt.

Manufacturer narrative:
The customer experienced aspiration issues with their system. The company rep discussed the issue with the customer via telephone support. The company rep assisted the customer with troubleshooting and found the event was due to a cassette issue. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).